Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was having issues with the sensor. Customer reported the insulin pump alarmed sensor loss and calibrations errors. Day prior to event customer had reported a different sensor with same issues. No further information reported.